Event description:
The account alleged the bed exit was set on the bed but did not give audible alarm or nurse call at the nurse's station when the pt got out of bed. The account alleged that the pt was not injured in the fall.

Manufacturer narrative:
The tech investigated and was told there was no fall. The account stated the pt climbed out of bed and was standing next to the bed. The tech tested the bed and found no issues with the bed. The bed exit and nurse call function as designed.